Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) pressure readings are not accurate.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and pm was also performed at this time, the fse was not sure what the complaint is, as the fse double checked all the calibrations and pressure readings. Including iab fiber optic test that all the results were within specs. Unable to duplicate reported problem. Returned to customer.

Event description:
N/a.